Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The tip of the reamers broke off in the same place while reaming very hard bone.

Manufacturer narrative:
The devices associated with this report were not returned. Provided information states the reamers broke off while reaming very hard bone. Both provided lot numbers indicate the instruments were manufactured in 1995 and are over 20 years old. A two-year search of the complaint database found no additional reports for breakages for both provided product codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.